Manufacturer narrative:
Image review: one photo was provided, capturing an endeavor resolute stent and product packaging. The lot # and size of device matches that reported on gch. Deformation is evident to the mid-section of the stent with struts raised. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Please note that this device (endeavor resolute ) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An image provided of one endeavor resolute rx coronary drug eluting stent indicates stent deformation occurred in vivo during positioning/advancement.